Event description:
It was reported that during a photoselective vaporization of the prostate procedure, at 20 minutes of the procedure and coagulation at 130, the fiber used was bent and the fiber tip broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. Based on the information provided, it is likely that the most probable cause of the fiber bent, and break reported was an excessive force being applied. Based on the information provided, adverse event related to procedure was selected as the most probable cause for the complaint.